Manufacturer narrative:
Section h10: (h3) based on capa2017-12 and capa2019-48, the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the tip of reamer broke as the surgeon was pulling out of glenoid. The (B)(6) y/o male patient was x-rayed patient no tip visible. Suspect that tip was in suction receptacle. Patient was last known to be in stable condition following the event. Device will be returned.